Event description:
Allergan rep reported an alleged leak of a lap-band access port ii. F/u with surgeon's office done. F/u findings: the explant surgery was based on missing fluid that had been noted during multiple adjustments and the methylene blue leak testing done by the surgeon during the explant surgery, confirmed a leak.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report has been returned however the product analysis has not been started at this time. Based upon the serial number and implant date provided by the rptr the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has rec'd the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."